Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and an anterior flail. It was noted that due to patient anatomy, imaging was difficult. An nt clip was inserted, and grasping was performed to treat the present flail. However, after grasping was noted to be difficult and the mr was unable to be reduced. Echocardiographer then observed an additional flail segment medial to the first flail segment. Therefore, the clip was removed and an xtw clip was inserted, and grasping was performed at a2/p2. Grasping again was difficult and it was observed the leaflet would slip out of the clip. The leaflets were unable to be re grasped as the physician noticed the anterior leaflet was lacerated. Therefore, the clip was removed and mitral valve replacement was performed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unspecified tissue injury (surgical procedure) associated with the supposed leaflet laceration was due to the difficult grasping. The reported positioning failure (leaflet grasping ¿ clip not implanted) associated with the posterior leaflet becoming un-grasped appears to be due to procedural circumstances (clip insertion/ perpendicularity interacting with patient pathology/ morphology). The reported image resolution poor was associated with difficult imaging due to patient anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device is being filed under a separate medwatch report number.